Event description:
The customer stated that the shock button is lit as soon as the unit is powered up and stays lit even after self test.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was returned for evaluation. Evaluation of the device could not duplicate the reported malfunction of shock button being lit when the device is turned on. A review of the device log confirmed the event occurred. Investigation determined that the cause of the malfunction was due to an intermittent connection between an ic (integrated circuit) and its socket on a printed circuit card assembly. After repair and routine updates and maintenance, the device subsequently passed all acceptance testing and was returned to the customer.